Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead was bent and there were slight dents in the leads coating. The lead was not used and was replaced during procedure. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.